Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed power error. The patient's blood glucose at the time of incident was 227 mg/dl. During troubleshooting the caller was instructed on the proper steps to clear the power error and resume insulin pump therapy. However, the caller confirmed that this was the second call for the power error alarm; the alarm recurred within a week of the previous power error troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test due to physical damage. Insulin pump trace download analysis confirmed the power error. The power management tool confirmed power error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with missing serial number label. Unit was received with broken belt clip rail. Unit was received with minor scratched display window, case and keypad overlay.